Event description:
Clave product delivering chemotherapy drugs malfunctioned. Chemo drug dripped on to the floor, syringe pump and patient's linen. No chemo dripped on to the patient. A total volume of 2 ml was lost. The spill was cleared appropriately.